Event description:
It was reported that multiple episodes of oversensing was observed. Patient received hv therapy and presented to the ER with symptoms. It was noted that patient was coding during the slow vt episodes so the therapy was appropriate. Physician elected not to make any changes and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.